Event description:
The customer observed negatively biased results from multiple pt samples using vitros tsh reagent on a vitros 5600 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not report any of the affected pts until after repeating the samples in questions. There were no allegations of pt harm. This report corresponds to orth clinical diagnostics inc.

Manufacturer narrative:
The investigation found no evidence to indicate that either the vitros 5600 chemistry system or vitros tsh reagent did not perform as expected. The issue was related to a single reagent pack. The investigation determined that lower than expected vitros tsh results were obtained for nine pts and higher than expected vitros tsh results were obtained for two additional samples. The root cause was determined to related to vitros tsh reagent lot 2441. The age and storage of the affected vitros tsh reagent pack could not be verified as the user does not routinely monitor this info or utilize the vitros 5600 feature that automatically tracks the in-use reagent pack. Acceptable performance was obtained using a freshly opened, correctly handled vitros tsh reagent pack. The most likely root cause of this event user error related to the handling of the reagent pack in question.